Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2012 and suture was used. The needle broke at the tip during knotted suturing at the great vessel. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information was received that indicates this event does not meet malfunction reportability criteria. This event is therefore not reportable.